Manufacturer narrative:
Custmer complaint #(B)(4) was issued for an mi-1000 light system (model: 061525 / s/n: (B)(6). Based on a few pictures provided to us, it appears that all 3 counter sink screws that secure the down tub to the ceiling mount had sheared off causing the light system to fail. We were unable to retrieve any sample material for evaluation. We cannot definitively dertermine a root cause of this issue. The force needed to shear one 8-32 screw is roughly 854lbs in single shear, since there are 3 screws and with a fos of 5 we are still seeing 500lbs to fail. If we acquire any addtional information on this issue, we will amend this report as necessary.

Event description:
On november 30th, it was reported to medical illumination that an mi-1000 light system had separated from the down tub to the ceiling mount. The reporter also stated someone had received stitches. We were unable to confim this due to location (seoul, korea).